Manufacturer narrative:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and retained by the explanting facility. This report will be updated if additional information is provided or if the device is returned and analysis is completed.

Event description:
It was reported that pacing impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had increased, although it remained within acceptable limits. Noise and oversensing were also observed, leading to pacing inhibition. The patient is reportedly pacer dependent and the pacing inhibition resulted in asystole greater than two seconds. The patient underwent a revision procedure wherein the rv lead was explanted and replaced. This crt-d was also explanted and replaced as part of a therapy change. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels, but no other anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as the device has been returned and device evaluation has been completed.